Event description:
It was reported that this patient received a shock from this implantable cardioverter defibrillator (ICD) device on two consecutive days. The patient indicated that they were not doing anything other than sitting or lying down and reported feeling dizzy and lightheaded. The patient also noted that they tried to call their following physician, but the phone number had been disconnected. Boston scientific technical services provided the patient with a different phone number and also suggested that if the issue is emergent enough, they should go to the nearest emergency room. Subsequent information from a boston scientific representative (rep) indicates that the patient was shocked inappropriately due to a conducted atrial fibrillation or atrial flutter rhythm. The rep also indicated that device programming changes were made to try to prevent future inappropriate shocks. The device remains in-service. There were no additional adverse patient effects.